Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the verbatim: description of issue: "while investigating an air embolism incident that occurred in the emergency department on 10/14/23, a few staff members reported this tubing would occasionally leak in the area of the chamber/spike. We do not have any tubing at this time¿we have requested staff sequester any that does leak."